Event description:
A philips field service engineer reported that the device failed the op check test and a service call was created. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer reported that the device failed the operational check test and a service call was created. There was no reported pt involvement. A philips field service engineer verified the operational check test failure and resolved the problem by replacing the power pca. The device passed all performance assurance tests and was returned to use.